Manufacturer narrative:
Investigation summary: hematuria/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors.

Event description:
The impella cp was placed via the femoral to support the 66-year-old male patient who had been admitted in for a planned surgery. The pump was place pre-operatively. Any other cardiac or systemic comorbidities were not shared. The pump was supporting when after 4 days there was pump mal-positioning that prompted the team to reposition repeatedly. There was no hemolysis observed however creatinine was elevated and nephrology was consulted. On day 6 of the support the pump was explanted without confirmation of a diagnosis of hemolysis. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors.